Event description:
It was reported that the patient presented in the operating room with the left ventricular lead exhibiting a capture anomaly. The lead was capped on (B)(6) 2017. The patient remained unchanged after the procedure.